Event description:
It was reported to boston scientific corporation that on (B)(6), 2009, an ultraflex tracheobronchial stent was used during a tracheobronchial stenting procedure, performed on a female patient in her (B)(6); weight unknown. According to the complainant, during the procedure, the deployment suture broke when the stent was a third of the way deployed. The physician removed the stent. Another stent was not available; therefore, the procedure was aborted and will be rescheduled. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).